Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on (B)(6) 2021. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where there was a hemostatic valve separation issue and the air flowed back into the side port issue. It was reported that the physician noticed there was air coming across the hemostatic valve, as if there was a poor seal and the hemostatic valve was also leaking back blood. The sheath was replaced and the issue was resolved. The procedure continued. There was nothing broken only the white piece was dislodged inside the valve. The blood loss was observed but was not significant. No intervention was necessary. There was no report of patient consequence. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and leakage evaluation of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve of the device was without anomalies. However, shaft was found loose on the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The device was connected to the cool flow pump in accordance with bwi procedures and no leakage was observed on the hemostatic valve. However, leakage was observed in the handle area. For this reason, handle was removed, and the internal components were verified. It was observed that the leakage originated on the join of the luer hub and shaft. It was observed evidence of glue applied in this join; however, it was not adhered with the shaft. The device was reviewed per the supplier and it appears that the correct materials and adhesive were used. The hub to shaft bond was made according to fm mis procedures and the adhesive was cured properly on validated equipment. The issue could have been caused by high force being applied to the shaft near the handle; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: slowly remove or insert the dilator or other devices. The root cause of the issue reported with the hemostatic valve remains unknown as no device problem found/no problem detected. The investigation conclusions code of ¿cause not established", investigation findings code of ¿operational problem identified ¿ and component code of ¿tube¿ is related to the shaft loose observed during the evaluation of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where there was a hemostatic valve separation issue and the air flowed back into the side port issue. It was reported that the physician noticed there was air coming across the hemostatic valve, as if there was a poor seal and the hemostatic valve was also leaking back blood. The sheath was replaced and the issue was resolved. The procedure continued. There was nothing broken only the white piece was dislodged inside the valve. The blood loss was observed but was not significant. No intervention was necessary. There was no report of patient consequence. The reported issues were assessed as MDR reportable for a hemostatic valve separation and the air flowed back into the side port issue.